Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were damaged wires at the instrument wrist. The black conductor wire was broken/damaged. The silver grip/pitch cable was not broken. There was no damage to the instrument tips, and the instrument did not move in the opposite direction or with uncontrolled motion. The instrument movement had deteriorated. There were no misaligned/bent jaws or loose component on the distal end nor was there material missing. There were no fragments that fell inside the patient¿s anatomy or problems removing the instrument through the cannula.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged grip tang at the distal end. The grip tang was not properly seated within the yaw pulley. Additionally, the instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. There were no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of the dislodged grip tang is attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. The probable root cause of the frayed grip cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a tip disconnection. The procedure was completed as planned with no reported injury.